Event description:
Ous MDR- it was reported that it was not possible to establish telemetry with the device during the implantation procedure. No adverse patient side effects were reported. This device was not implanted and is currently undergoing analysis.

Manufacturer narrative:
Ous MDR.